Event description:
A patient reported that their pump had completely frozen on two separate occasions. There was no reported impact on the customer¿s blood glucose level. The patient declined further troubleshooting, so tandem technical support was unable to gather more information.